Manufacturer narrative:
The device was returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose was greater than 400 mg/dl and that the cannula was kinked. The pod was worn for 5 hours.